Event description:
It was reported that during a pci procedure, the balloon of the maverick2 monorail ptca catheter wasn't inflated at 2 atms. The physician noticed the balloon had burst because there was blood in the balloon catheter and the inflation devcie. The lesion being treated is unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.